Event description:
The customer reported an issue where the insulin pump displayed a fill estimate of zero units, which was unexpected. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by providing the customer with email instructions for loading a new cartridge, and the customer planned to follow the instructions and contact support again if the problem persisted.